Manufacturer narrative:
(B)(4). The device was manufactured january 5, 2016 ¿ january 6, 2016. The device was received for evaluation. Visual inspection of the device revealed a ruptured bladder. During microscopic examination no signs of abnormality were found either on the interior or exterior surface of the bladder and stressmember. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor burst. The device was filled with fluorouracil and had a total fill volume of 115 ml. This occurred before use of the device. There was no patient involvement. No additional information is available.